Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device displayed an error code indicating a high blower temperature. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 21feb2019. Tech support spoke with customer who indicated that he replaced the filters and ran the unit for several days with no issue. The problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.